Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector and the site detached from the applicator prior to insertion. This issue occurred with at least ten infusion sets. At the time of the event, her blood glucose level was up to 400 mg/dl. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.